Manufacturer narrative:
Batch review performed on 18 march 2019: lot 166849: (B)(4) items manufactured and released on 02-feb-2017. Expiration date: 2022-01-04. No anomalies found related to the problem. To date, (B)(4) have already been sold without any other similar event reported. Clinical evaluation performed by medical affairs director: secondary subsidence, after 1.5 years, of a full-pe postero-stabilized tibial component. This was replaced by a metal baseplate with insert. The subsidence may have been caused by progression of disease or by incomplete bone coverage of the primary component; this cannot be assessed with the pre-revision xray only and it is in general difficult to determine with an all-poly component. We do not see any reason to suspect that a faulty device originated the adverse event.

Event description:
About 1 year and 2 months after primary the surgeon revised the patient for full-pe tibial component subsidence. Metal tibia and liner implanted successfully.